Event description:
On (B)(6) 2014 clinic notes dated (B)(6) 2014 were received. The patient was noted to have an increase in startle type seizures since seen in (B)(6) 2014. The physician stated that there was concern of a malfunctioning vns with the battery at the end of its life. The patient was noted to have an increased startle and eye blinking. The physician indicated that the patient was referred for generator replacement as the generator is reaching end of service and the patient has had an increase in seizure frequency. Although surgery is likely, it has not occurred to date. Good faith attempts for further information have been unsuccessful.

Event description:
On (B)(6) 2014 it was reported that after the generator replacement on (B)(6) 2014, diagnostics showed the lead impedance to be within normal limits. Product analysis was completed on the generator on 01/06/2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications; there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2014 the physician reported that there was no change in this patient¿s clinical status. The physician stated that the patient¿s mother had reported long-standing spells that she finally had become worried about.

Event description:
On (B)(6) 2014, it was reported that the patient underwent a generator replacement on (B)(6) 2014. It was noted that prior to surgery, the patient had a significant seizure and the physician attributed this to the end of service status of the generator. The explanted generator was returned for product analysis on 12/17/2014. Product analysis is underway and has not yet been completed.